Manufacturer narrative:
One tapered screw vent implant was returned. A visual inspection revealed wear and bone tissue attachment within the vent. The internal drive feature is similarly worn, and contains additional tissue. The returned x-ray confirms that the implant relocated into the maxillary sinus. Therefore, the complaint is confirmed. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints for this lot. Appropriate documentation was reviewed and the following information was identified: instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants 4869 rev 7-01/16 & zimmer® one-piece implant system 7458a, rev. 9/07 warnings other relative warnings include steroid and anticoagulant treatment which may affect the surgical site, surrounding tissue, or patient¿s healing function. Exposure to long-term use of bisphosphonate drugs especially with chemotherapy may impact implant survival. Careful patient selection including consultation with the patient¿s physician is strongly recommended prior to implant treatment. Excessive mobility, bone loss, or infection may indicate the implant is failing. Any implant which appears to be failing should be treated or removed as soon as possible. If removal is necessary, curette any soft tissue from the implant site and allow site to heal as though it were an atraumatic extraction. Due to the metal conductivity, electrosurgery around the implants and intraoral abutment preparations without irrigation could result in tissue damage, patient injury and implant failure. A singular cause cannot be determined. UDI# (B)(4).

Manufacturer narrative:
(B)(4). Patient weight was not provided. Additional 510k codes: k013227.

Event description:
It was reported by the dentist that implant was unable to maintain primary stability and patient sent home to heal. Thought x-rays reviewed the implant became displaced into the maxillary sinus during placement. Perforation into the maxillary sinus.